Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the access site bleeding issue was user related. The sheath had been pulled back and flattened against the leg as per the clinical description provided. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 52-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient developed a bleeding from their groin during the impella support. The repositioning sheath was advanced forward and the site was re-sutured with forward pressure. Manual pressure was applied, however femostop was needed as some oozing was still noted from the site. Support continued with the implanted pump following the intervention.